Event description:
The patient experienced phrenic nerve stimulation post implant. The lead was repositioned. About one month later, the patient came in after several shocks from his implant- able cardioverter defibrillator (ICD). The device was turned off. On january 17, 2006, >2000 ohms impedance and high thresholds were noted on both ventricular leads. When the leads tested normal via an analyzer, the ICD was replaced. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received